Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. Therefore, the exact cause of the reported event could not be conclusively determined. The investigation was carried out based on the evaluation result including the photo by the distributor. The tissue pad was worn away and partially peeled off. The manufacturing record was reviewed and found no irregularities. Based on the evaluation result by the distributor and the past investigation results, it is likely the reported phenomenon occurred by the following mechanism: *the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a laparoscopic right hemicolectomy using two devices, the devices were faulty. After the first device worked for around 30 mins in the procedure and then probe damage error occurred. The operator changed the first device for the second device. However, after another hour or so the device became unable to cutting tissue properly. The operator noticed that the tissue pad was partially split when the operator checked the second device. The intended procedure was completed with another device. There was no patient injury reported. This is the first one of two reports. On (b)96) 2021, the distributor found that the tissue pad was partially peeled off.